Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It is important to note that despite the alleged injury, the customer wishes to continue use of the soclean. The customer was not handwashing per our IFU. He has received proper troubleshooting advice.

Event description:
Customer reports several sinus infections. Ent seen. The customer received antibiotics, prednisone, and otc saline spray.